Event description:
The patient reported that using their cuff was too small and caused bruising to their arm. Teladoc's blood pressure monitor fits patients with up to a 16.5in arm circumference, and the patient confirmed that the cuff was too small for them. The patient confirmed that they are not taking medication that could contribute to bruising, and no medical attention was sought due to the bruising.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.